Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 74 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at some time post-implant, a proximal type 1 endoleak was evident and required intervention with a palmaz stent approximately 3 years ago. Currently, the patient is asymptomatic; however, it was found that there was again a type 1 endoleak and the palmaz stent has eroded through the graft. The plan is to treat the patient with a talent converter at a later date if patient consent is obtained. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak, palmaz stent.